Manufacturer narrative:
Devices were not returned for evaluation as the dentist has not kept them. Dhrs were reviewed and no anomalies that may have possibly caused these breakages were found and further discussion with the dentist has not permitted to identify the root cause either. Such complaints will be tracked to follow their trend.

Event description:
In this event, it was reported that 2 files broke off (size 40 and 25), each involving a separate patient, reason for which this is the second of 2 reports for this event. In both cases, a file broke off in the patient's mouth and is still lodged in a canal of the treated tooth.